Event description:
Caller reported experiencing intermittent occlusion alarms. Despite these alarms, there was no adverse impact on the customer's blood glucose level. The customer managed the issue by changing the infusion set and cartridge or completing a manual bolus before resuming insulin. A systems check was performed with tandem technical support and no issues were identified.